Event description:
Procedure type: stress ui/ pelvic organ prolapse. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).. Covidien is submitting this report on behalf of (B)(4), (importer).